Event description:
Black spots found inside the tubing of the intermate sv 100ml/hr devices. Reported to the manufacturer -baxter- several weeks ago, manufacturer states they are investigating. Intermate sv-100 products. Pharmacists have found very small black flecks inside or imbedded in the plastic of the IV tubing connected to the intermate. Diagnosis or reason for use: IV antibiotics.